Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead, product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the patient had a lead revision on (B)(6) 2016 and is now receiving effective therapy.

Event description:
Additional information received reported the patient had x-rays performed. It was reported the patient's health care provider (hcp) will replace the lead however no date had been set for the surgery. It was reported the patient is not receiving effective therapy. Additional information received reported the patient has not yet been scheduled for therapy.

Event description:
Additional information received reported the surgery had to be rescheduled due to a problem found with the pre-operation blood work. The reporter stated they did not have a new date yet. Additional information received reported the patient's pre-operation lab work results required the surgery to be rescheduled.

Event description:
It was reported that after two falls, the patient had a loss of the usual stimulation pattern. It was reported the patient experienced stimulation in the wrong location. The patient reportedly felt stimulation in the ribs and an uncomfortable sensation across the mid-back when the device was turned on. The location of the issue/symptom was reportedly at the lead location. X-rays were performed to verify the lead position. The films were to be reviewed by the physician with the patient on (B)(6) 2014. The device was reprogrammed and impedances were tested (impedance testing results not reported). The cause of the issue was reportedly unknown. The patient¿s status was noted to be alive-no injury. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.

Event description:
Additional information received reported the patient had been scheduled for surgery on 2014-(B)(6).